Event description:
It was reported that the user experienced persistent hyperglycemia with a highest cgm reading of 345 mg/dl while using the ilet system with a contact detach infusion set on the abdomen and dexcom g7, despite multiple site and cartridge changes and a full supply change, and without reported meal or illness factors. Symptoms included hyperglycemia and headache. Outcomes included insufficient information regarding longer-term health impact. Investigation included communication with the user and caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.